Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and a compromised force sensor system alarm at 4.0 lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. There was no unexpected low reservoir alarm during testing noted. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer stated that when the reservoir is out of insulin, he is receiving a motor error alarm. Customer's blood glucose is 150 mg/dl. Customer was assisted in clearing the alarm. Customer stated that the drive support cap appears normal. Customer stated that they are not able to rewind the pump. Customer stated that the motor error alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during basal delivery. Customer stated that the pump passed the displacement test with a reservoir alarm. Customer was advised to prime with a blunt object and received a compromised force sensor system alarm. Customer's blood glucose is 150 mg/dl. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.